Manufacturer narrative:
.

Event description:
On (B)(6) 2013, it was reported that the physician tried to disable the patient's device to 0 ma; however, when he pressed the zero value, the handheld did not respond to that choice. Follow up with the physician found that after troubleshooting with the manufacturer's representative, the physician was able to disable the device so the patient could get ect therapy. The programming system was therefore functioning okay and the patient's device was able to be programmed. Review of the handheld device history records confirmed all quality tests were passed prior to distribution.